Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a force sensor test that was in the event history log (ehl). During analysis, the reported issue was able to be duplicated. Force sensor error caused by the force sensor being out of calibration due to normal. Pump has been in service more than 5 years without a calibration verification or re-calibration being performed. Recalibrated force sensor and performed self test.

Event description:
It was reported that a force sensor failure was experienced.